Event description:
It was reported that a device related thrombus occurred. A left atrial appendage closure procedure was performed and a watchman flx laa closure device was implanted. At the 45 day follow up, transesophageal echocardiogram (tee) was performed. The device looked well, so the patient was taken off oral anticoagulants(oac). One year post procedure, the patient was hospitalized on (B)(6) 2021 through (B)(6) 2021 with three brain masses diagnosed as intraparenchymal hemorrhagic masses. It was noted there was a device related thrombus on the closure device. On the (B)(6) 2021 the patient was taken off plavix/asa. In response to the event the patient has been placed back on oac. It was noted the patient was not compliant with the medication regimen.